Event description:
It was reported that the patient had a break in aseptic technique further described as the patient did not wear a mask and did not clean the area before starting peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. That was the day that the patient just started treatment with pd therapy. It was not reported if the patient was hospitalized for this event. On an unreported date, the patient began treatment with reflin (1g, ip frequency not reported) and fortum (1g, ip, every day). At the time of this report, the patient was recovering from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.